Manufacturer narrative:
MFR report #, corrected data: supplemental report #3 inadvertently omitted the MFR report #.

Event description:
Product analysis was completed on the suspect generator housed under MFR report #1644487-2024-01341. Internal generator data was reviewed and showed that high impedance was seen on several additional dates during device implant that were previously unknown.

Manufacturer narrative:
Medical device problem: a040507.

Event description:
Product analysis was completed on the suspect lead device. Visual analysis of the first returned lead portion showed a broken ring coil and the end was dark, pitted, and showed signs of metal dissolution. Four coil2 breaks were also seen on the second returned portion and all coil ends were dark and pitted. White deposits were observed on the outer silicone tubing associated with organic processes as a result of implant. The reported event of high impedance/lead fracture was confirmed. Pa worksheet was reviewed and showed internal abrasions and abraded openings were seen on the outer tubing with the lead appearing to be twisted in one of the abraded opening locations. An abraded opening on the outer tubing was seen in the second returned portion and coil1 was kinked in some areas. The inner tube2 had flat abrasions with an abraded opening and coil2 is broken at four locations. Dried bodily fluids were seen inside the inner and outer tubes with no obvious path of ingress other than the cut ends and abraded openings. Coils are kinked, wavy, and stretched in some areas with the other conditions of the lead existing due to manipulation of the lead during explant procedure.

Manufacturer narrative:
This report is related to MFR report # 1644487-2024-01341. This report is related to MFR report # 1644487-2024-01458.

Event description:
Additional information was received that high impedance was not seen on (B)(6) 2024 as previously reported in MFR report # 1644487-2024-01344, but was only seen on (B)(6) 2024 after the generator was replaced. The representative reporting complaints inadvertently reported the incorrect serial number when reporting the high impedance. This erroneously indicated that two high impedance events seen on two distinct suspect products were the same event on the same suspect product. This was discovered and corrected when the representative received a session report on 11/05/2024 that confirmed two distinct events of high impedance occurred on two distinct suspect products. MFR report # 1644487-2024-01458 captures the high impedance seen on the second suspect product. The event date in MFR report # 1644487-2024-01344 will be updated to 10/07/2024 as this is the date that high impedance was truly seen on the lead suspect device in this report. The event date in MFR report # 1644487-2024-01341 will stay as 09/27/2024 as that is when the premature depletion on the generator suspect device related to this report was first seen.

Event description:
The suspect generator was received and is housed under MFR report #1644487-2024-01341 awaiting product analysis completion. The suspect lead was received and is housed under MFR report #1644487-2024-01344 awaiting product analysis completion.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's generator was completely depleted and was unable to be interrogated roughly 1 year after being implanted. As a result, the patient was experiencing convulsive seizures several times a day. The patient later had a generator replacement where high impedance was seen after the new generator was placed. A full revision occurred and impedance resolved. Captures the high impedance. MFR. Report # 1644487-2024-01341 captures the premature battery depletion and increased seizures. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.